Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) went blank while they were working on a patient in ER. There was an rts error message on their bsm-6301a during boot-up, along with touchscreen issues where only half of the monitor was working. The bsm-6301a would not boot up normally. Upon startup, the screen goes blank, displays a fault error, and all values default to zero. The transport module - the bsm-1700 connected to the bsm-6301a was removed and docked to another bedside monitor to continue monitoring the patient. The customer does not know what bsm-1700 model was being used with the bsm-6301a. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) went blank while they were working on a patient in ER. There was an rts error message on their bsm-6301a during boot-up, along with touchscreen issues where only half of the monitor was working. The bsm-6301a would not boot up normally. Upon startup, the screen goes blank, displays a fault error, and all values default to zero. The transport module - the bsm-1700 connected to the bsm-6301a was removed and docked to another bedside monitor to continue monitoring the patient. The customer does not know what bsm-1700 model was being used with the bsm-6301a. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 on (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor bsm-1700 series, model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) went blank while they were working on a patient in ER. There was an rts error message on their bsm-6301a during boot-up, along with touchscreen issues where only half of the monitor was working. The bsm-6301a would not boot up normally. Upon startup, the screen goes blank, displays a fault error, and all values default to zero. The transport module - the bsm-1700 connected to the bsm-6301a was removed and docked to another bedside monitor to continue monitoring the patient. The customer does not know what bsm-1700 model was being used with the bsm-6301a. No patient harm reported. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was circuit board failure, likely due to physical damage from user mishandling and wear-and-tear as the device was installed over 13 years ago. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 04/28/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor bsm-1700 series. Model: ni. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) went blank while they were working on a patient in ER. There was an rts error message on their bsm-6301a during boot-up, along with touchscreen issues where only half of the monitor was working. The bsm-6301a would not boot up normally. Upon startup, the screen goes blank, displays a fault error, and all values default to zero. The transport module - the bsm-1700 connected to the bsm-6301a was removed and docked to another bedside monitor to continue monitoring the patient. The customer does not know what bsm-1700 model was being used with the bsm-6301a. No patient harm reported.